Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2024, it was reported that the patient experienced a hypoglycemic episode without recollection of the behavior of the cgm. The reason for the reporter's call was to request a replacement transmitter for one that was discarded during a hospital visit. The patient had no transmitter upon discharge. When asked about the reason for the hospitalization, the patient noted she experienced a hypoglycemic episode and required non-medical 3rd party intervention. The behavior of the cgm display device during the episode was unknown to the patient. The patient noted that she could not remember and is too old to remember things. The patient requested education about transmitter battery life during the report. According to the report, the patient experienced syncope due to hypoglycemia 04/16/2024. There was no information about cgm egv, alerts, or alarms during this time. The sister found her at that time, gave her a glucose shot, and called an ambulance. The patient was unaware of her glucose reading at that time. Sandra later on did called an ambulance. The ambulance transported the patient to the hospital. She also could not remember what they gave her in the hospital. She mentioned that they took her dexcom device when she arrived in the hospital. The patient was later on discharged from the hospital on 04/18/2024 and her blood sugar was around 140-150 mg/dl when she was discharged. The patient was fine and had recovered at the time of call 17 days later. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.